Event description:
The pt underwent a laparoscopic sigmoid colectomy with an end-to-end colorectal anastomosis using the colonring device. According to the report, the pt did very well post-op and was sent home on pod#3. She returned on pod#5 when she experienced the sudden onset of severe abdominal pain after a bowel movement. In the emergency room, she had a normal wbc without shift and a vague exam, but CT showed a big anastomotic leak. The pt was taken to the operating room for laparotomy and had stool throughout her abdomen. In the pelvis, she had complete disruption of the anastomosis with both the colon and rectal sides of the anastomosis were completely viable without any signs of ischemia, tearing, or trauma.

Manufacturer narrative:
This report is submitted on behalf of the MFR (novogi ltd) and the importer ((B)(4), previously), as novogi ltd serves as the designated complaint handling unit for both facilities. The device was not returned for eval and no further information is currently available. A follow-up report will be filed if additional information becomes available. Anastomotic leak/dehiscence is one of the most common anticipated complications of colorectal procedures and the current leak/complication rate found with the use of the device is within the low range reported in the literature for anastomosis devices.